Event description:
This pertains to one of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) varices banding procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure. A second speedband superview super 7 device was then used, but the bands were difficult to deploy. The procedure was completed successfully. There was no difficulty setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.